Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts when priming at times. The customer¿s blood glucose was unknown at the time of incident. The customer also report unexplained no delivery alarms and battery life diminished lasting less than a week and also rainbow effect on screen. The customer also state that pump rejecting new batteries. The insulin pump will not be return for analysis.